Event description:
It was reported to boston scientific corporation that an escape basket was used during a ureteroscopy procedure. According to the complainant, the escape basket broke. Information whether the device was fully detached or still attached to one end nor where and when the issue occurred is unavailable. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an escape basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure, the wires of escape basket broke inside the patient. One small remained inside the patient but was eventually removed with no harm. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported issue is both an adverse event and product problem. Outcomes attributed to ae: required intervention event date: (B)(6) 2013. The surgeon used a stone retriever basket and the wires of the basket broke inside the patient. One small remained in the patient but was eventually able to be removed with no harm to the patient. Type of reportable event: serious injury. A visual analysis of the returned escape basket was performed. The device was received with the original pouch but the labeling was not returned. Residue was present on the returned device. Following a detailed device analysis, it was noted that the basket was open when received. The outer sheath was kinked approximately 16cm from the distal end. Two of the basket legs were broken at the tip, one of which was bent and one of the basket wires appeared to be missing. The broken ends of the basket wire were discolored and consistent with those that may have been contacted by laser due to the additional appearance of the ends of the broken wire appearing to have been melted. A functional evaluation was performed and the basket would open and close. As the device exhibited signs consistent with that which had been in contact with a laser, the most probable root cause of this complaint is use/user error. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.